Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal /pelvic floor therapy. It was reported that their device had turned itself off by itself about 4 months ago. The patient was getting biofeedback therapy she went to turn her device off and it was already off. The patient states it must have been off for a while because she had several problems for 3 or 4 weeks and didn't realize it was off because she gets used to stimulation sensation and doesn't feel it. The symptom reported was not feeling stimulation sensation; no troubleshooting was performed as this was a previous event and it was resolved by the patient turning the device back on. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient didn't realize their device was off until they went to turn it off for bio-feedback therapy. It hadn't happened since then. There were no problems at the time of the report.